Event description:
It was reported, "damage to the tip of the nitinol guide wire following attempts to remove it from the introducer with fraying of the wire. Occurred during use". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.